Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the system had an error c-34 on the integrated electrosurgical unit (iesu/erbe). Prior to calling, the customer had swapped the cables and instruments with no change. The customer power cycled the erbe, still the issue persisted. The customer disconnected the external pedals and the error still occurred. The surgeon performed hard power cycle while the customer was getting the force triad and energy activation cable. The error returned upon restart. The customer proceeded with force triad generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was in use throughout the case for approximately 2 hours prior to the issue occurred. The customer tried to troubleshoot before calling technical support. The customer first changed the green cord that connects the instrument to the system, next changed the actual monopolar curved scissors (mcs) instrument. Then the customer used a new green cord and a new mcs instrument. The customer attempted to unplug the cord that connects the machine to the system and plug it back in. An isi tse advised to power cycle the system and see if that helps. The customer power cycled the system, still the issue persisted. The customer then switched to force triad and the procedure was continued. There was no patient injury but it did require the patient to be under anesthesia longer than necessary.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe was placed on an in-house system and was run in normal mode. The erbe had no significant scratches or dents. The front bezel is not cracked. The erbe is in good condition.